Event description:
During a left ventricle premature ventricular contraction (pvc) procedure, a perforation occurred. An hd grid catheter was used to map both right and left ventricles (retroaortic access) to locate the pvc origin. The map was completed showing a pvc focus on the anterior left ventricle wall. A tacticath ablation catheter was used via retroaortic access to ablate the focus; 4 rf applications were performed. The pvcs didn¿t stop so a second map was performed using tacticath, and during mapping, a sudden increase of the contact force (up to 60g) was observed on the left ventricle anteroseptal wall. The patient was initially stable but a perforation was suspected and the procedure was stopped. The pvc procedure was not completed, 4 ablations were performed and no treatment was accomplished. The patient became hypotensive and an echocardiogram and fluoroscopy confirmed a tamponade. A pericardiocentesis was performed with subxiphoidal puncture, guided with echography to stabilize the patient. The patient is in the ICU for monitoring. There were no performance issues with any abbott device.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when the returned device was connected to the tactisys quartz unit with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.